Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed anterior chamber inflammation. The symptoms developed two weeks after surgery. The patient showed favorable improvement with steroid medication. The lens remains implanted. There is no indication that cultures were performed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that approximately six weeks following the intraocular lens (iol) implantation strong inflammation was confirmed in the anterior chamber. Steroid eye drops had previously been stopped because the patient had a fragile cornea. A steroid subretinal injection, antibiotic and steroid subconjunctival injection was performed. Steroid and non-steroidal anti-inflammatory eye drops were resumed. Three days later, the condition of the anterior chamber cells had improved. After three more days, the condition improved even more; however, macular edema was confirmed. The following day it was diagnosed as uveitis. The patient problem was reported as aseptic endophthalmitis that was treated with medication and resolved in six days.